Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective mainboard. Correction: replace mainboard.

Event description:
The following was reported to hamilton medical ag: summary: tf 431008, 231012, 485002,485001 during start-up.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective mainboard. Correction: replace mainboard. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: tf 431008, 231012, 485002,485001 during start-up.